Event description:
It was reported that the customer had a no delivery alarm and was hospitalized due to a low blood glucose level. Hospitalization occurred while the customer was still in training for the pump. It was unclear if the customer was actually wearing the pump at the time of the hospitalization or if the no delivery alarm was at the same time. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.